Event description:
A malfunction alarm was reported, identified by the malfunction code "malf 0," with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the pump, which was still under warranty. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Additionally, the customer understood the instructions to put the pump into storage mode and return the faulty pump using a pre-paid label within 10 days.